Event description:
The customer stated that his blood glucose was tested using a lab test and his contour meter. His contour read 500 mg/dl, while the lab test gave a reading of 107 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot at the time of the call. No product will be returned at this time.